Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.

Event description:
It was reported that the patient had bilateral knee surgeries and continues to experience constant pain. Patient still walks with a cane and says he falls with his left leg and his right leg goes numb. Patient also stated that he feels like his knees are going to give out.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving an x3 triathlon ps insert was reported. The event was not confirmed. Medical review indicated: in this morbidly obese patient there are no documented clinical problems with the bilateral total knee arthroplasties that are demonstrated to be related to factors of faulty prosthetic design, manufacturing, or materials. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the reported pain could not be determined. Medical review indicates the event is not device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. The following product was added to the complaint after the initial medwatch was submitted. Cat. No.: unk, triathlon posteriorly stabilized femoral #6, lot code: unk; cat. No.: unk, triathlon primary tibial baseplate #5, lot code: unk; cat. No.: unk, triathlon x3 symmetric patella s33mm/9mm, lot code: unk.

Event description:
It was reported that the patient had bilateral knee surgeries and continues to experience constant pain. Patient still walks with a cane and says he falls with his left leg and his right leg goes numb. Patient also stated that he feels like his knees are going to give out.

Manufacturer narrative:
Updated catalog number for the following product, which was added to the complaint after the initial medwatch was submitted: cat. No.: 5550-g-339, triathlon x3 symmetric patella s33mm/9mm, lot code: unk; 510(k)#: k051146.

Event description:
It was reported that the patient had bilateral knee surgeries and continues to experience constant pain. Patient still walks with a cane and says he falls with his left leg and his right leg goes numb. Patient also stated that he feels like his knees are going to give out.